Event description:
It was reported that the deviece is consistently fogging. Device evaluation comfirmed that the scope has a piece of distal tip missing.

Event description:
It was reported that the device is consistently fogging. Device evaluation confirmed that the scope has a piece of distal tip missing.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure foggy was confirmed. Visual inspection scope was evaluated by eye and with eye loupe to determine the scope has piece of distal tip missing, broken rod lenses, dent on outer tube needle and bent needle. Functional inspection: when looking through the eyepiece with eye loupe internal lines from broken rod lenses can be seen, causing a blurry image. Based on previous complaints, a possible root cause for this failure is: damaged distal tip, broken rod lenses, bent outer tube needle damage occurred during use / handing by the customer. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
"This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record, the reported failure foggy was confirmed.visual inspection scope was evaluated by eye and with eye loupe to determine the scope has piece of distal tip missing, broken rod lenses, dent on outer tube needle and bent needle. Functional inspection: when looking through the eyepiece with eye loupe internal lines from broken rod lenses can be seen, causing a blurry image.based on previous complaints, a possible root cause for this failure is: damaged distal tip, broken rod lenses, bent outer tube needle damage occurred during use / handing by the customer.the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.